Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, no drops were seen exiting the infusion set tubing when the customer performed the fill tubing step of the load procedure. Additionally, the customer received intermittent minimum fill notifications. There was no reported impact to the customer¿s blood glucose. No additional information was provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.